Event description:
It was reported that doctor counter sunk the broach by 4mm, but stem sat proud about 8mm. Broach to stem discrepancy. Doctor had to switch head size to a minus head, which he did not originally intend to do.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.